Event description:
During a ptca treatment procedure, the tip of the pt2 moderate support guidewire fractured. The lesion being treated was a very calcified, 90% stenotic lesion in a very tortuous distal right coronary artery. The physician used a terumo progreat catheter for added support due to the hardness of the lesion calcification, however, he encountered resistance during insertion of the guidewire as well as difficulty maneuvering the guidewire. Subsequently, while removing the pt2 guidewire, the tip fractured, but remained in the progreat catheter and was successfully removed. The procedure was successfully completed. No pt injuries of complications were reported. Pt status is reported as 'good.'